Manufacturer narrative:
D6a: implant date is unknown g4: please note that 75476540 is not marketed in the united states; however, it is similar to the united states marketed device with poroduct ID - 55840021540t, UDI - (B)(4) and 510(k) - k152604.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having extension of ex isting construct and decompression. It was reported that tulip head sheared from screw, it was removed during revision extension procedure. Screw shank is within vertebral bone, only protruding section of screw broke and detached. Extension of existing construct was already planned, broken screw discovered intra-op and revision was not due to screw malfunction. There were no patient symptoms reported. There were no further complications reported regarding the event.